Event description:
The customer reported that the system shuts off in the middle of fluoro and they were getting multiple errors.

Manufacturer narrative:
(B) (4). The ge service rep was unable to duplicate the malfunction. He reseated and cleaned the power supply connector. The system tests satisfactory with no errors at this time.